Manufacturer narrative:
The plate broke pre-surgery before there was patient involvement. Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a plate snapped before surgery as it was being pre-bent. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one of the following device(s) was received: double angle plates, 2.5mm reconstruction, matrixmandible (part 04.503.741 / lot 6268676) the plate was returned broken into two pieces between holes 7 and 8 from the laser marked part number. Due to the location of the tool marks, it is likely that the surgeon attempted to reverse-bend the plate. Per the matrixmandible technique guide, users should avoid reverse bends, repetitive bends, and sharp bends due to weakening the plate and possibly leading to premature plate failure. Although the exact cause is unknown, excessive or reverse bending is the most likely cause of the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. Although the exact cause is unknown, excessive or reverse bending is the most likely cause of the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of manufacture: 23november2009. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 6268676 of ti matrixmandible double angle recon pl small 2.5mm was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record showed no non-conformances related to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.